Event description:
Pt developed a blister, approx one inch in diameter, on the plantar area of the foot following thirty minutes of treatment with the anodyne unit. Pt did obtain medical intervention.